Manufacturer narrative:
Unit passed rewind and self test however, unit failed prime/seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test or verify no delivery alarm due to prime/seating anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated insulin pump motor inside was stuck at the bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.